Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 201 mg/dl using his contour meter. He retested using another meter and rec'd a reading of 103 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.